Event description:
It was reported through remote transmission that low, out of range, high voltage lead impedance was observed on the atrial lead. Patient was asymptomatic. The ICD was explanted and replaced. The physician elected to not address the atrial lead during the procedure. Patient was in stable condition.